Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the instrument channel of the device tested positive for the unspecified microbe (7 cfu/endoscope). Since the testing result did not cleared the german guideline, the subject device is under conducting the second microbiological testing of a third party laboratory. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2021. Distal end: pantoea spp. (A little cfu). Second time; (B)(6) 2021. Instrument channel: staph. Of the epidermis group and sphingomonas paucimobilis (a lot of cfu) third time; (B)(6) 2021. Distal end: micrococcus luteus (a little cfu). Fourth time; (B)(6) 2021. Instrument channel: micrococcus luteus (a little cfu). Fifth time; (B)(6) 2021. No microbe was found. The device had been reprocessed with a non-olympus automated endoscope reprocessor, uniclean pl endo 4 using peracetic acid. The occurrence date of the event is unknown. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europe se & co. Kg (oekg). Oekg sent the subject device to a third party laboratory for the 2nd microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel and the air/water channel and distal end of the device. The testing result cleared the german guideline. Oekg checked the subject device and found followings; -the distal end insulation test has failed -one light guide lens was cracked, and one light guide lens was damaged -the ccd lens was slightly damaged and scratched. -the adhesive on the bending rubber was worn out. -the angulation was insufficient. -there was the pixel error in the image. -circa 15% of the light fiber bundles were damaged. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.